Event description:
On (B)(6) 2012, the reporter contacted animas to report that the insulin pump's ok button was intermittently responding to button presses. Issue began about 2 weeks ago. The reporter denies any tears, peeling, or trauma to the keypad. The reported issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4): testing confirmed the "up", "down" and "ok" keys to be intermittently unresponsive. The keypad was intact with no evidence of tearing or peeling and was removed to inspect key contacts for contamination. Contamination was found under all key contacts and the "ok" key contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.